Event description:
Resident was being lifted in hoyer lift from bed from the sling ripped and gave way. The resident fell to the floor injurying her back and head. The sling was old and woren. Resdient returned to facility with no apparent injuries.